Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door he found fluid on the cycler pump module. The pt was advised to contact his pd nurse, the set was not made available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed any antibiotics. He has switched to hemodialysis due to an unrelated condition. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.